Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the device was manufactured from july 14, 2021 - july 15, 2021. H10: the actual device was received for evaluation containing 144ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. After the expected infusion time, approximately 30% of the solution remained in the device. The device was filled with 8000mg flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.